Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported device reset was confirmed in the laboratory. Analysis of the device image found that the device entered bvvi due to a power-on reset caused by excessive hv charging.

Event description:
The device was explanted due to a back-up vvi mode with no hv therapy capability.